Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no coronary artery occlusion that occurred. The valve did not dislodge and occlude the coronary ostia. The delivery catheter system (dcs) did not dislodge calcium or plaque that occluded the coronary artery. The patient has no history of coronary artery disease.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following valve placement, a decrease in blood pressure was observed. An aortogram was performed revealing an occlusion of the right coronary artery (rca). The procedure was transitioned into a percutaneous coronary intervention. An attempt was made to engage the guiding catheter with the rca; however, this was unsuccessful because the sinus of valsalva at the right coronary cusp was completely blocked. Subsequently, a coronary artery bypass graft was performed. A bypass was connected to the rca and the procedure was completed.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012399233); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012373646); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.